Event description:
It was reported that during implant procedure patient's new lead exhibited low, out of range pacing impedance. No pacing was also noted. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported events of low pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual inspection and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.